Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: device photograph(s) for the device related to the reported event of rupture was requested on (B)(6) 2023. Visual analysis of the photographs identified: rupture: not observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Sales representative reported "possible indication of rupture". This record is for the left side. Device was explanted.